Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they believe the device stopped working as they took their dog for a walk and their voiding symptoms had returned. They were transferred to patient services where they were concerned because the last couple days it did not seem to be working very well, meaning patient's bladder symptoms had been worse the last couple of days and yesterday was off the charts. Patient had a really hard time holding their urine. The last time patient an adjustment was about a month ago when they increased amplitude. Patient reported no falls or traumas but mentioned they had been drinking alcohol more over the weekend which may have something to do with their urinary symptoms. Patient confirmed they could feel stimulation sensation during the call but will increase the stimulation and continue to monitor symptoms. Patient services reviewed option to change programs if not resolved. Patient indicated they will consult with their physician on program use.